Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that staff advised patient experiencing pain on flushing PICC line for 2+ weeks. Dn dressing change and patency check on (B)(6)2024 showed no blood return but flushed with pain on anything more than a gentle flush, there was no noticeable swelling in area of pain when flushing. Used 30ml flushes. Pain was about 4cm proximal to insertion point. As per patient it has been painful on a turbulent flush for approximately a month, however this was positional. There has been no report of extravasation symptoms from patient and no noticeable swelling around insertion site. Ultrasound scan done to exclude blood clot as cause. Line removed ¿ found to be cracked in 2 places: 12cm and 13cm. Medication/treatment: oxaliplatin and fluorouracil chemo used, CT contrast. Line inserted (B)(6)2024, l) basilic vein. Mark at skin 10cm, skin to hub 20cm, secured with securacach, histoacryl glue, cavilon and transparent dressing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 11 cm and 12 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A secondary longitudinal split was observed at the 13 cm depth marking. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advised patient experiencing pain on flushing PICC line for 2+ weeks. Dn dressing change and patency check on (B)(6) 2024 showed no blood return but flushed with pain on anything more than a gentle flush, there was no noticeable swelling in area of pain when flushing. Used 30ml flushes. Pain was about 4cm proximal to insertion point. As per patient it has been painful on a turbulent flush for approximately a month, however this was positional. There has been no report of extravasation symptoms from patient and no noticeable swelling around insertion site. Ultrasound scan done to exclude blood clot as cause. Line removed ¿ found to be cracked in 2 places: 12cm and 13cm. Medication/treatment: oxaliplatin and fluorouracil chemo used, CT contrast. Line inserted (B)(6) 2024, l) basilic vein. Mark at skin 10cm, skin to hub 20cm, secured with securacach, histoacryl glue, cavilon and transparent dressing.